Event description:
New information noted that the lead was dislodged and exhibited noise.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h1 should have been serious injury in initial report.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented a day after system implant with a right ventricular lead that exhibited high and out of range pacing impedance and high capture thresholds. The lead was explanted and replaced. The patient was stable.